Manufacturer narrative:
The event/therapy occurred on an unspecified date in (B)(6) 2016. The device was received and is in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a transfer set started leaking. The nurse explained that it is leaking out where the dark blue tip is welded to the light blue section of the twist clamp. This event occurred during therapy when hooking up to the extension set. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Underwater pressure leak testing was performed with no issues noted. Functional testing including clear passage testing and clamp function testing was also performed with no issues noted. The device met product specifications and the reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.